Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing including bench handling and functional stress testing with charge/discharge tests without duplicating the report. The analog board was replaced and scrapped as a precaution. The device was recertied and returned to the customer. Analysis of reports of this type has not identified an increase in trend.